Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med room flooded pyxis dripping water and found no power. The field service engineer found water damage from the water pipe leak in the ceiling. Based on the inspection it was determined that the station was at a total loss and cannot be repaired. Management will contact the customer to provide the next steps in this process. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the med room was flooded with pyxis dripping water. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.